Event description:
It was reported that automatic was failing intermittently during use. There was no injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. On-going.

Manufacturer narrative:
Complaint (B)(4) is one out of 3 which were filed to document 3 events related to the same product problem with the same anesthesia workstation primus (serial number (B)(6) in all tree events the device posted a "check vent assebly" alarm. In such case, it cannot be excluded that ventilation is significantly disturbed, e.g. Due to a loss of airway pressure. A dröger service technician checked the device after the events. The electronic log file was downloaded and it yould be confirmed that there were intermittent issue related to the measured vacuum pressure which is needed to ensure proper function of the ventilator. Based on the log entries it was determined that a sporadic failure of the vacuum pressure sensor was the root cause for all 3 the reported events. In each case the primus has reacted as specified for this failure and posted a corresponding alarm. The sensor has already been replaced and the device has been operating without further issues since then. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that automatic was failing intermittently during use. There was no injury reported.